Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not responding. It was also reported that there was a battery fluid inside the monitor which was already dried up. The monitor status is unknown. No patient complications have been reported as a result of this event.